Event description:
A nurse called to report that a customer was admitted to the hosp in a coma. The nurse stated that the customer is insulin sensitive and only takes 6.0u a day. The bolus history was checked and found that customer gave themself a 4.6u. Also it was stated that the buttons sometimes are unresponsive. Assist the nurse with going through the buttons press and the buttons were working properly.